Event description:
Pt was brought to the or for explant of bioprosthesis. There were complications intraoperatively that resulted in hemorrhaging caused by cut in aortic artery. The cut to the aortic artery was caused by the incision into the pts chest cavity while using a special saw. The valve was replaced. The pt expired the next morning.